Event description:
Sensor error: please wait up to 3 hours. Replaced sensor, after multiple med watch reports on this sensor now. This dexcom g6 reading 215 mg/dl at 9:12 pm, 198 mg/dl at 9:17 pm, then 211 mg/dl at 9:22 pm. Sensor reading was 224 mg/dl at 9:52 pm, then 197 mg/dl at 9:57 pm, 206 mg/dl at 10: 02 pm, 173 mg/dl at 10:07 pm. At 10:07 pm I got the sensor error temporary please wait up to three hours. Three hours is not temporary dexcom, that is three hours, 30 minutes is hardly temporary when you think of how important it is to know what the blood is doing, and these errors indicate falseness or trouble with accuracy. At 10:07 pm, after reading 173 mg/dl and then proceeding to error, I double checked on a finger stick and blood glucose was 245 md/dl, acceptable mard of dexcom's 173 reading was about 208 mg/dl, which protocol would dictate a calibration is needed if I could even calibrate anyhow (sensor error, can't calibrate). Not going to wait and calibrate, not going to wait three hours going into bed dealing with a failing or problematic sensor, tore off sensor and put on a new one. Dexcom owes me a new sensor.